Event description:
During product service by a service technician, a flogard infusion pump was found to have a broken pump door. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The cause of the broken pump head door was not determined. To correct the condition, the door assembly was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.